Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices, using a pre-close technique, via 6f sheaths prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, at the left common femoral artery a posterior cuff miss occurred. The sheath was upsized to 8f and a non-abbott closure device was used after the tavr procedure to achieve hemostasis. Reportedly, at the right common femoral artery a posterior cuff miss occurred. Another proglide device was used with the same results. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 22f and the tavr procedure was completed. When the knots of the successfully preplaced sutures were being advanced, they pulled out of the artery. A cutdown was performed and hemostasis was achieved surgically. There was a delay in the procedure due to the surgical closure. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four other additional devices referenced are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. In addition, eleven unused, sterile proglide devices with the same part number and the same lot number as the complaint device were returned for evaluation. The unused, returned devices passed visual/functional inspection. There is no indication of a product quality issue with respect to manufacture, design or labeling.